Event description:
It has been reported that the cement had a longer than usual setting time. In addition, there was a granulous aspect to the finished product. There was no adverse consequence for the pt.